Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
A (B)(6) man with a bmi of (B)(6) presented 7 years and 4 months after the index total hip arthroplasty. This patient had a 62-mm shell, a size 4010 head, and a standard offset stem. The head initially had been firmly attached to the trunnion, as per the senior surgeon's usual protocol. The patient had difficulty walking, rising from a chair, and getting in and out of an automobile. Radiographs demonstrated gross trunnion failure. On opening of the capsule at the revision total hip arthroplasty, it was evident that the femoral trunnion had completely worn down and the femoral head had dislodged from the trunnion. There was black staining throughout the tissues. The acetabulum was first exposed, and the liner was removed. The cup was noted to be stable and well positioned, and thus was left in place. A new liner was placed. The femoral component was then exposed and, given that it was well fixed, we proceeded with an extended trochanteric osteotomy to remove it. A modular revision stem and a size-3615 ceramic head were used to reconstruct the femur. Case 4.

Manufacturer narrative:
Additional information added. An event regarding wear involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, patient history, histopathology report & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A (B)(6) man with a bmi of 32.5 kg/m2 presented 7 years and 4 months after the index total hip arthroplasty. This patient had a 62-mm shell, a size 4010 head, and a standard offset stem. The head initially had been firmly attached to the trunnion, as per the senior surgeon¿s usual protocol. The patient had difficulty walking, rising from a chair, and getting in and out of an automobile. Radiographs demonstrated gross trunnion failure. On opening of the capsule at the revision total hip arthroplasty, it was evident that the femoral trunnion had completely worn down and the femoral head had dislodged from the trunnion. There was black staining throughout the tissues. The acetabulum was first exposed, and the liner was removed. The cup was noted to be stable and well positioned, and thus was left in place. A new liner was placed. The femoral component was then exposed and, given that it was well fixed, we proceeded with an extended trochanteric osteotomy to remove it. A modular revision stem and a size-3615 ceramic head were used to reconstruct the femur. Case 4